Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product(s): a 694765 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart transplant and the right atrial lead was removed and not replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.